Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium (na) and chloride (cl) patient sample results. The results were reported outside the laboratory; however, when the issue was noticed, the samples were repeated and, per the laboratory supervisor, "quite a few" reports were amended. A beckman coulter, inc. Representative contacted the laboratory supervisor, who stated that many of the original versus corrected recoveries had differences of 10 millimoles per liter (mmol/l). This exceeds instrument precision claims for both na and cl. The laboratory supervisor stated that there was no impact to patient treatment and that she was unable to locate the patient data. Customer found that the modular chemistry (mc) sample syringe was loose. Customer tightened the syringe and recalibrated the instrument. The customer technical specialist (cts) advised customer to rerun all chemistries on the instrument after performing troubleshooting, including the replacement of the mc sample probe, checking the ion selective electrode (ise) module and checking all mc sample delivery connections. The field service engineer (fse) inspected the instrument and found no issues. It appears that the troubleshooting resolved the instrument issue. The fse verified instrument performance to ensure that the issue was resolved.

Manufacturer narrative:
(B)(4).